Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level since it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The issue did not recur after resetting, and the customer was advised to continue using the pump and call back if the malfunction code appeared again.